Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that the patient continues to have stoma site infection(s) and recommended to removing the peg-j tubing. Additional information was received on 17 jun 2026 from a nurse who clarified that the patient has recurrent infections and hypergranulation, despite replacing peg-j tube for possible biofilm, and has been treated with several antibiotics and wound care. The nurse stated that this is a continuation of previous issues with the stoma and has not improved even with repeated interventions. The patient has had approximately 15 positive cultures from swabs since then (mostly staph aureus) and has been treated with many antibiotics over the last 2 years of cloxacillin (staph aureus, sensitive to cloxacillin), mupirocin 2% ointment, cephalexin, nystatin powder, amoxicillin-clavulanic acid, ceftriaxone IV, sulfamethaxole-trimethoprim, and chlorhexidine baths. The peg-j tubes were scheduled to be removed on (B)(6) 2026 due to the recurrent stoma infections and due to difficulty with neuropsychiatric behaviors and dementia symptoms. No further information provided.